Event description:
A malfunction alarm with code malf 16 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy. The customer was also instructed to return the faulty pump using a pre-paid label and to place it in storage mode prior to returning, which they understood and acknowledged.